Event description:
It was reported that the target lesion was located in the right coronary artery (rca) with mild tortuosity. The xience prime 3.5 x 38 mm stent was implanted successfully in the mid to distal rca. During retraction of the stent delivery system (sds), resistance was encountered with the unspecifed guiding catheter, however, the sds was able to be retracted without issue. The xience prime 3.5 x 33 mm stent was implanted successfully in the proximal to mid rca. During retraction of the sds, resistance was again encountered with the unspecifed guiding catheter, however, the sds was able to be retracted without issue. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience prime 3.5 x 33 mm is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis and the reported difficulty to remove the stent delivery system was confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.